Event description:
It was reported that the programmer had a loud fan and that due to a high current drain the programmer did not pass impedance testing. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer did not pass impedance testing and the power supply was replaced to address the high impedance for ground bond testing. Analysis also confirmed the noisy fan and it was replaced as well and determined that the programmer's screen dropped and therefore its lower display hinges were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).